Event description:
It is reported that about one year after the initial surgery, the implanted plate was found to be broken. It is further reported that the patient has not yet been revised. The patient has been discharged and will have a recheck.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products: item# 01-9226, lot # 354380; "2.0mm" system plate curved 6 hole med. G2: foreign source: china no product was returned. A visual inspection was conducted on the customer provided x-ray. The x-ray shows a clear fracture on both plates. The complaint is confirmed. A determination cannot be made as to what caused the plate to fracture. Review of the device history records identified no deviations or anomalies during manufacturing. A radiograph was provided and reviewed by a health care professional. Review of the available image identified the following: the single image presented for review demonstrates two fractured malleable plate and screw fixation devices. No other concerns with the implants or bony/anatomical concerns were identified. A definitive root cause cannot be determined. The reported event is confirmed, based on the provided x-ray. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00426.